Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt of the leadless implantable pulse generator (ipg), the delivery system was not bending/handling properly. A new system was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full delivery system was returned and analyzed. The analysis indicated that the lumen of the delivery system was damaged. The articulation of the delivery system was out of plane. The delivery system outer shaft was kinked/buckled. The delivery system inner shaft was mechanically kinked/bent. The analyst noted the full delivery system was returned with the device intact in the device cup. The outer shaft is kink/buckled at 5.6 cm from the distal end of the delivery system. The inner shaft is kinked at 3 cm from the distal end of the recapture cone. If information is provided in the future, a supplemental report will be issued.